Event description:
It was reported that the pulse generator exhibited diagnostics anomaly after suspected electrocautery interaction during an ablation procedure. After clearing the diagnostics, the device interrogated normally. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.